Event description:
It was reported that this right ventricular (rv) lead was possibly perforated. In addition, the patient experienced pain. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.